Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath clear was selected for use, when the catheter was inserted in the sheath, aspiration was performed. Air was observed in the sheath and syringe. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
D2a common device name: corrected. E3 occupation: corrected. The device was returned to boston scientific for analysis. Visual inspection showed no abnormalities or defects on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the external and internal valves torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath clear was selected for use, when the catheter was inserted in the sheath, aspiration was performed. Air was observed in the sheath and syringe. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.